Manufacturer narrative:
There were no deviations reported in the DHR for part number 400-141, lot 0907133. All released parts were within specification. Visual examination concluded damage to implant associated with wear against patient's bone as well as marks consistent with removal.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant wear. Company report form indicates that initial reason for surgery was to address cysts.